Event description:
It was reported that the arrow central venous catheter (cvc) was flushed as a preparation to start chemotherapy. Initially, it was a bit difficult to flush (a lot of force needed), but then it was very easy. At this time, the nurse discovered that the dressing was very wet. The nurse discovered that the becton dickinson (bd) flowswitch and the arrow cvc were disconnected. The pt was in a lying down position and a forceps was placed to shut the cvc off. This rapid reaction resulted in no harm to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.